Manufacturer narrative:
Investigation: visual inspection: unnormal and dark discoloration of the outer housing of the valves were observed through the visual inspection. No significant deformations or damage were detected. Permeability test: a permeability test has indicated that both valves have blockages. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected. However, the breaking force required was not within the specified tolerances. Results: first, we performed a visual inspection of the progav 2.0 shunt system. The valves showed an unnormal and dark discoloration was detected. Next, we tested the permeability, adjustability, as well as the brake functionality and brake force. The valve was not permeable, and the braking force was not within the tolerance, but met all other specifications. Finally, we have dismantled the valves. Inside both valves we have found bloody build-up of substances (likely protein). Based on our investigation, we confirm the presence of occlusion in the system at the time of investigation. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shuntsystem (#fx576t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the shunt system was believed to be operated in under-drainage. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6), height: 60 cm, weight: (B)(6) gender: male.